Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a ECMO procedure, the user reported that an intermittent reference sensor error message occurred. Once ECMO was initiated, the user was getting a venous saturation reading of 100%, which was not correct. The sensor was changed out, but continued to read 100%. The entire machine was changed out and readings of 70% appeared (which corresponded to the actual blood gas readings). The user reported the surgical procedure was completed successfully, and there were no reported adverse consequences to the patient as a result of this event.